Event description:
It was reported that the device was at end of life prematurely. The device was removed and replaced.

Manufacturer narrative:
Based on a longevity estimation the battery was found to be outside of normal limits. With a replacement battery, the device's electronic circuitry was tested. All current and power consumption measurements were normal. The battery was returned to the vendor for destructive analysis. No battery anomalies were detected. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during an unknown procedure. According to the complainant, during the procedure, "the patient lost approximately a liter of blood". The current patient condition is reported to be "fine". Several attempts at follow up have been unsuccessful.